Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ag's conclusion: on the event date 02-dec-2025, it was reported that the active humidification on a hamilton-c6 ventilator was found switched off and that the breathing circuit filled with water after reactivation during patient ventilation. It was reported that no patient, user, or third party was harmed. The patient was manually ventilated using an ambu bag until an additional device was put into use. The logfile analysis showed no technical faults, no technical events, no stated ambient conditions, and no device-related deviations. The field engineer in bern did not identify any deviations during the service software test, and the device has been returned to use. The investigation, including logfile review and full technical service testing, did not identify any device-related issues or deviations. No anomalies were detected by the field engineer or during the manufacturer¿s assessment. The breathing circuit was not available for further analysis. Based on the available information, no device malfunction could be confirmed. Case is considered closed.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): the user observed that the active humidification on the ventilator was switched off and, after reactivation, the breathing circuit filled with water, causing leakage when the expiratory filter was disconnected. The patient was briefly disconnected, ventilated manually, and the ventilator was replaced; the patient remained stable. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags follow up: it was reported that the active humidification was found switched off and that the breathing circuit filled with water after reactivation.the logfile analysis showed no technical faults/ technical events, no ambient stated conditions and no device-related deviations. The field engineer in bern did not found deviations on the service software test. The manufacturer intends to continue the investigation by obtaining additional information. The manufacturer secured and reviewed the available log files. As soon as new information becomes available, we will provide an update; otherwise, we will report back no later than the agreed follow-up date.